Event description:
It was reported to philips that the device's paddles failed. There was no patient involvement.

Manufacturer narrative:
During the examination, it was determined that the external paddles was damaged due to the fall. Fse suggested to replace 453563476991 paddle repl. Prices should be quoted for kit water resistant. A service quotation has been provided to the customer. However, the customer has not accepted quotation.